Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email during a shoulder procedure (implantations) the mentioned lupine implants are came out from the pre-drilled hole. The procedure was completed with same like product. Additional information received via email on (B)(6) 2017. The anchors did not deploy. The first thread was tightened and the second thread was captured with the sixter when seen the anchor backed out with a secure knot around the labrum. The bone hole was drilled with original guide and drillbit. Three anchors failed in that patient all of them had new hole drilled. Bone quality of the patient should not be bad as he was just around (B)(6) years old. No cyst or abnormality on CT scan. The procedure could not be completed as there was no more space for anchors on the front bottom part (three drill holes made- 6.30, 7.30,8.30 positions on left shoulder). Procedure time was approximately 100 minutes- 1 hour longer than normal. There will be a latarjet procedure after 6 weeks.

Manufacturer narrative:
UDI: (B)(4). Associated medwatch [mr# 1221934-2017-10642].

Event description:
The affiliate reported via email during a shoulder procedure (implantations) the mentioned lupine implants are came out from the pre-drilled hole. The procedure was completed with same like product. Additional information received via email on 10-13-2017: the anchors did not deploy. The first thread was tightened and the second thread was captured with the sixter when seen the anchor backed out with a secure knot around the labrum. The bone hole was drilled with original guide and drillbit. Three anchors failed in that patient all of them had new hole drilled. Bone quality of the patient should not be bad as he was just around (B)(6). No cyst or abnormality on CT scan. The procedure could not be completed as there was no more space for anchors on the front bottom part (three drill holes made- 6.30, 7.30, 8.30 positions on left shoulder). Procedure time was approximately 100 minutes- 1 hour longer than normal. There will be a latarjet procedure after 6 weeks. Reply from affiliate 3/20/2018: I'm writing in behalf of (B)(6). Although 3 products were reported in unity we have only received 2 to return so it is not possible to send back a 3rd one.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated with npd. Visual observation revealed the distal tip of the anchor is broken off. The broken fragment was not returned. The anchor was still on the inserter shaft the suture was present and found to be still looped to the anchor. Further observation under magnification revealed the anchor to be bent/deformed, seems to be twisted in place, indicating a twisting/torque force was applied to the anchor during insertion. The discovery of the bent/broken anchor is consistent with the reported failure. The anchor is broken therefore resulting in an insecure fit in the bone hole. Possible root cause could be that the anchor was not prepared correctly prior to insertion. This complaint can be confirmed. The sutures could¿ve been excessively pulled during insertion and/or anchor was inserted off axis which could¿ve deformed/break the anchor. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that was released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). Associated medwatch [mr# 1221934-2017-10642].

Event description:
The affiliate reported via email during a shoulder procedure (implantations) the mentioned lupine implants are came out from the pre-drilled hole. The procedure was completed with same like product. Additional information received via email on 10-13-2017: the anchors did not deploy. The first thread was tightened and the second thread was captured with the sixter when seen the anchor backed out with a secure knot around the labrum. The bone hole was drilled with original guide and drillbit. Three anchors failed in that patient all of them had new hole drilled. Bone quality of the patient should not be bad as he was just around (B)(6). No cyst or abnormality on CT scan. The procedure could not be completed as there was no more space for anchors on the front bottom part (three drill holes made- 6.30, 7.30, 8.30 positions on left shoulder). Procedure time was approximately 100 minutes- 1 hour longer than normal. There will be a latarjet procedure after 6 weeks. Additional information received via email on 5-17-2018: did the surgical delay cause any patient harm? Patient had a frozen shoulder after the procedure so we did not perform the latarjet procedure waiting for the better rom! Frozen shoulder is rare in the instability group otherwise! What was the reason for the 1 hour delay? 1 hour delay is to remove the 3 anchors and the secured knots from the labrum tissue! As mentioned above "there will be a latarjet procedure after 6 weeks." Was the reason for the latarjet procedure caused by the failure or due to another reason unrelated to this complaint? Latarjet is needed because at the drill holes we have lost bone from the front of the glenoid and that is how you need a bone block procedure!

Manufacturer narrative:
UDI: (B)(4). Associated medwatch [mr# 1221934-2017-10642].

Event description:
The affiliate reported via email during a shoulder procedure (implantations) the mentioned lupine implants are came out from the pre-drilled hole. The procedure was completed with same like product. Additional information received via email on 10-13-2017: the anchors did not deploy. The first thread was tightened and the second thread was captured with the sixter when seen the anchor backed out with a secure knot around the labrum. The bone hole was drilled with original guide and drillbit. Three anchors failed in that patient all of them had new hole drilled. Bone quality of the patient should not be bad as he was just around 30 years old. No cyst or abnormality on CT scan. The procedure could not be completed as there was no more space for anchors on the front bottom part (three drill holes made- 6.30, 7.30, 8.30 positions on left shoulder). Procedure time was approximately 100 minutes- 1 hour longer than normal. There will be a latarjet procedure after 6 weeks.